Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tissue pad of the first sonicbeat came off after 10 minutes of use. It was replaced with a second sonicbeat, but the issue reoccurred. The therapeutic inguinal hernia procedure was completed with replacement of a third sonicbeat. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d8, d9, d10, g2, h3, h4, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, it can be inferred that the peeling of the tissue pad may have been caused by the following mechanism. The ultrasound was output with the gripping part closed without gripping the tissue (including after the tissue was cut). However, a definitive root cause of the reported suggested event could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: ·do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.